Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
Information was initially reported that the wireguide split inside the patient. No injury to the patient. Additional information provided (B)(6) 2015: registrar was performing the procedure. The catheter could not be removed from the working end of the wire (not patient end). The catheter had to be forcibly removed, resulting in split tip. The tip had to be cut off to allow further advancement of introducers and catheters. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Pt identifier) information not provided by the reporter. Age at time of event, date of birth) information not provided by the reporter. Sex) information not provided by the reporter. Weight) information not provided by the reporter. (B)(4). Investigation / evaluation during the course of investigation, a review of the complaint history, manufacturing instructions (mi), quality control (qc), specifications and a visual examination of the returned used and unused wire guides were conducted. One used and damaged tdoc wire guide and four unopened tdoc wire guides were returned, all from the same lot. A blue catheter with attached hub (67.5 cm) was also returned. The visual examination noted that the used wire guide was in two pieces. The first piece measured 133.8 cm in length and the coil covering the wire was 119.6 cm. Remaining wire was mandril and safety wire only. The second piece was 9.3 cm of mandril wire. Three separate coils were noted on this mandril. The first coil was 1.9 cm, the second was .3 cm and the third was 47.3 cm. The third coil was attached for 1.7 cm of the mandril, the remaining was stretched. An arch was noted with a length of .8 cm on the second piece. In the past, this type of device failure has generally been associated with the wire guide being damaged by withdrawal and/or manipulation through the needle or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in damage when the force exceeds design specification. However, due to limited information provided a definitive root cause could not be determined. We will continue to monitor for similar complaints have notified the appropriate personnel of this event.

Event description:
Information was initially reported that the wireguide split inside the patient. No injury to the patient. Additional information provided 17dec2015: registrar was performing the procedure. The catheter could not be removed from the working end of the wire (not patient end). The catheter had to be forcibly removed, resulting in split tip. The tip had to be cut off to allow further advancement of introducers and catheters. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence. A section of the device did not remain inside the patient's body.